Manufacturer narrative:
Product event summary: the proximal portion of the lead was returned, analyzed. Analysis indicated that the distal conductor of the lead developed a fracture due to flexing while in vivo. The analyst noted that the lead was stuck in the adaptor and could not be removed. Using destructive analysis, the products were separated to complete analysis. Concomitant medical products: 7299 crt-d, implanted: (B)(6) 2006, 5076-52 lead, implanted: (B)(6) 2002. If information is provided in the future, a supplemental report will be issued.

Event description:
The lead was returned to the manufacturer, analyzes and tested out of specification. Follow up with the patient's physician indicated that the left ventricular (lv) lead was explanted and replaced due to a lead fracture. It was also noted there was impending erosion of the lv lead. No further patient complications have been reported as a result of this event.